Event description:
Reportedly, the blue shell of the subject inductive telemetry head is cracked. In addition, issues regarding devices interrogation were reported. The devices are correctly detected by the inductive telemetry head and the interrogation starts. However, the interrogation then stops and an error message stating to try again is displayed on the programmer screen.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the blue shell of the subject inductive telemetry head is cracked. In addition, issues regarding devices interrogation were reported. The devices are correctly detected by the inductive telemetry head and the interrogation starts. However, the interrogation then stops and an error message stating to try again is displayed on the programmer screen.